Event description:
It was reported that on (B)(6) 2011 a pump over delivered midazolam to a pt. The pump was programmed for 15cc per hour and 100cc vtbi, which should have been complete in approx 6.6 hours but the nurse discovered the bag was completely empty after 2 hours.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the history log supports the reported event infusion start time and time of discovery. A flow rate accuracy test was performed per the spectrum service manual 41019 rev aa (pm inspection: 200ml/hr for 50ml) with the unit passing. An add'l flow rate test was performed using the actual event parameters found in the history log (for a period of 1 hour) with the unit passing. Sigma visually inspected the event IV set. No evidence of a malfunction was discovered.